Event description:
The customer reported that the battery was loose. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the battery was loose. There was no report of pt involvement. The unit was evaluated at the philips repair bench and the failure was verified. The battery pca had loose battery contact pins that was causing intermittent power issues. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.